Manufacturer narrative:
It was reported that mcot sensor - 3.0 possibly overheated. The sensor returned for evaluation. The sensor was inspected for general physical integrity and was found in good condition. See attached images. No problems found. Engineering evaluation could not replicate the reported event. The sensor passed visual inspection but failed function testing as it was unable to connect to a computer most likely due to unknown hardware damage. Further function testing could not be performed, and the reported event could not be confirmed.

Event description:
It was reported on (B)(6) 2025, the patient's mother reported that the patient was burned from the electrode - patch - universal 2 channel. The patient's mother removed the device from the patient due to the burn and to allow the skin to heal. The patient went to the hospital for further evaluation on (B)(6) 2025. No prescription or over the counter medication were administrated. The patient was going to take a break in service for a week and reconnect with the flex adapter which was ordered. It was unknown if the sensor ever overheated. The mother also noted that the patient had redness on the skin due to the adhesive along with the burn mark. Additional information was requested but could not be obtained.